Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that keypad buttons were intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) there was no visible damage to the keypad. All of the pump buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the display screen was found to be dim and miscolored.